Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The analyzer passed all incoming tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited interference in analyzer signals, during an implant procedure. It was noted that the analyzer cable was replaced, but the issue persisted. It was further noted that the issue caused a delay in the completion of the procedure. The analyzer was returned for service. No patient complications have been reported as a result of this event.